Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of fluid built up on their insulin pump. The customer states there is some time of fluid buildup under her pump and it is getting harder to read the battery level on the device. The customer's blood glucose level at the time of incident was unknown. Troubleshoot was conducted, the customer was advised to discontinue use of the device, and that it would be replaced and returned for analysis.